Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was observed in the deaeration chamber of a prismaflex m150 set during patient use. No fluid leakage occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.